Manufacturer narrative:
The sureform 45 stapler instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. Visual inspection revealed no signs of physical damage, and the channel functioned properly, springing back open in the unclamped state. The instrument passed the recognition and engagement tests, demonstrated full intuitive range of motion in all directions, and the grips operated as expected. In-house testing confirmed the stapler initialized, clamped, fired, and unclamped without issue using a white 45 reload. The cutline was smooth and consistent with no jagged edges or tearing, and all staples were correctly deployed and formed into the proper b-shape. Review of master supervisory controller (msc) and dsp logs found no failures. The instrument was fully functional, and no product issue was identified. In addition, the sureform 45 green reload was returned with the instrument. The reload was returned unused and unfired. All staples were seated inside the pusher pockets. The reload was attached to an in-house golden instrument and placed and driven on an in-house system. The reload attached to and removed from the instrument without any issues on multiple attempts. The instrument passed the recognition and engagement tests. The instrument initialized, clamped, fired, and unclamped without any issues using the returned reload. However, the reload was found to have cartridge damage. The cartridge was damaged at the proximal end, where the knife sits before firing. It was also damaged on both sides at the distal end near the cover. The reload was found to have a dislodged cover. The cover was dislodged at the slits and not seated properly. This caused friction when attaching the reload but did not prevent it. The reload did not slip out of the stapler during firing. The reload was found to have damage to the cover after firing. This was likely caused by the reload cover being dislodged, affecting its alignment during firing. The cover was damaged near the knife track. A piece was found separated and in the instrument's jaws after firing. The probable root cause of firing staples issues cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics by in-house testing and the investigation revealed no issues related to the customer reported event. Furthermore, the probable root cause of reload damage is attributed to high firing torques, which can result from firing on challenging tissue (e.g., tissue condition) or hard objects (e.g., staples). The probable root cause of dislodged cover is partially or wholly attributed by the user, including sample handling.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when sureform stapler instrument was fired, the staple slipped out of stapler. The procedure was completed with no reported injury.